Manufacturer narrative:
The service center evaluated the asset light source and found there was loose air joint connectivity as the scope socket connection was worn out with a faulty switch slider. Additionally, the light source was tested and inspected; found the light source was equipped with an "old type" iris cable and igniter board. The housing of the light source had a faded front panel color, scratches top cover / deformed and a third party main lamp. The rest of the other functions tested within standard specification. The asset light source was repaired and returned to inventory. A review of the light source's history indicates the light source has not previously been repaired. The evaluation is still in progress. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center became aware during a standard inspection that the asset evis exera ii xenon light source was the scope socket connector was found worn attributing to a poor/loose connectivity. There was no injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR#. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to the following: the device was manufactured for more than 12 years. It is presumed that the accident occurred due to deterioration of the electrical contact pins in the video connector caused by long-term use, or due to the user's use of the video connector with foreign matter such as dust, dirt, or remaining chemical liquid adhering to the electrical contacts, or due to excessive force being applied to the output connector. Olympus will continue to monitor the field performance of this device.